Event description:
It was reported that the device was used in a case when the scrub nurse noted that it was leaking from the irrigation button, making an unusual sound and creating burn marks on a medium swab. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was used in a case when the scrub nurse noted that it was leaking from the irrigation button, making an unusual sound and creating burn marks on a medium swab. Therefore, there was a thermal event.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking. Probable root cause: material/design error: constant irrigation flow is not maintained leading to limited field of view stopcocks in improper configuration large anatomy missing o-ring damaged or deformed o-ring pump malfunction (motor, control board, harness, power supply, battery, or cassette) clogged tubing user error. The reported failure mode will be monitored for future reoccurrence.